Event description:
Our rep is reporting to us that during an arthroscopic knee procedure, some of the black insulation at the distal end of the p90 electrode came off into the patient's joint space. The debris was easily retrieved from the patient's joint space and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.